Event description:
It was reported to boston scientific corp that a week after a pelvic floor repair procedure (dates unk) using an uphold vaginal support system, the pt presented with urinary retention. The physician then placed a catheter inside the pt for a period of 5-7 days. The pt consulted with a urologist at clinic, to "make sure everything was ok." The urologist, upon examining the pt, affirmed that "everything looked fine." Reportedly, the urinary retention resolved on its own "after about a week," and the pt is currently "fine".

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.